Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and broken belt clip slot.

Event description:
It is reported by customer's mother the insulin pump alarmed a button error. Customer treated high blood glucose with manual injection. The blood glucose reading was 233mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.